Event description:
Same case as MFR#: 2134265-2012-00874. It was reported that post a percutaneous coronary intervention procedure, in-stent restenosis occurred. An unidentified taxus stent was implanted in the patient's left anterior descending artery in 2008. The patient presented in (B)(6) 2012 with restenosis in the stent and was sent for treatment. Vascular access was obtained via the left side. The physician was attempting to cross the restenosed taxus stent with a 3.00x20mm ion stent. There was also new blockage present proximal to the taxus stent. The ion stent was unable to cross. Access was lost to the artery so the stent delivery system and the guide wire were removed from the patient. Once the devices were outside the patient, the physician attempted to remove the ion stent delivery system (sds) from the wire. The devices became stuck and when the sds was pulled, the distal tip of the sds detached along the wire. The restenosed taxus stent was treated with angioplasty only. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device is combination product. If implanted, give date: 2008. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).